Manufacturer narrative:
E1: patient city:(B)(6) patient country:united kingdom

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The event occurred on the first day of use. The insertion site was the abdomen. The infusion set was in use for less than twenty-four hours. The blood glucose level was high, and the patient was treated with a correction dose via insulin pump. The patient replaced the infusion sets and resumed insulin successfully. No further information available.